Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 45mm proximal of the weld site. The proximal section of j stiffener wire measures approx. 42mm and has migrated down lead body approx. 113mm proximal of the weld site. The proximal end of the j wire which fractured approx. 45mm from weld and remains attached at weld was received with approx. 5mm protruding out of the outer polyurethane insulation approx. 40mm proximal of weld site. X-ray of lead confirms j stiffener wire fracture and protrusion.

Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion through the outer polyurethane insulation.